Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath was selected for use. During insertion, it was noted that many bubbles appeared during aspiration when the catheter was inserted. It was suspected that the hemostatic valve may be damaged. The sheath was replaced, and procedure was completed with no patient complications. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during an ablation procedure, a faradrive steerable sheath was selected for use. During insertion, it was noted that many bubbles appeared during aspiration when the catheter was inserted. It was suspected that the hemostatic valve may be damaged. The sheath was replaced, and procedure was completed with no patient complications. The device was received for analysis.